Event description:
Customer reported device = 147 mg/dl. Customer was feeling low blood glucose symptoms. Customer went to the hospital. Hospital device = 91 mg/dl and performed and EKG. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.